Manufacturer narrative:
(B)(4).

Event description:
New information indicated that on (B)(6) 2015, a chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the patient experienced diaphragmatic stimulation with the left ventricular lead programmed distal tip to rv coil. The device was reprogrammed. Later that evening, the patient again complained of diaphragmatic stimulation. The left ventricular lead was programmed off and the device programmed to right ventricular pacing only. The patient would continue to be monitored.